Manufacturer narrative:
The reported set screw anomaly could not be confirmed in the laboratory. Upon receipt, the a is1 and v is1 set screws were not returned with the device. The device was tested on the bench and test set screws were inserted and secured successfully. The cause of the field event could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that screws were not able to be retracted from the header. The leads were capped. New system was implanted. No further information is available.